Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that during setup, prior to use on patient, unit is showing volumes of ~500ml greater than expected. The reporter confirmed that there is no patient involvement associated on this event.